Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the haptic broke and the iol fell into the eye. The pt was referred to a retinal specialist, the iol was removed, a vitrectomy was performed and an anterior chamber iol was inserted. The pt's outcome was excellent.